Manufacturer narrative:
Mounting brackets.

Event description:
It was reported that there was surface rust on the antler assembly and the mounting brackets were loose. There was no reported patient involvement or adverse consequences.